Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is experiencing "symptoms". It was also reported that the right atrial (ra) lead was reprogrammed and is planned to be replaced. No further patient complications have been reported as a result of this event.